Event description:
Ams penile prosthesis removed do to non-function. Implant originally placed 15 years ago do to neurogenic changes following as accident. Prosthesis became non-functioning after pt under went surgery of another physician.